Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 150cc's. A new system was strung and the patient completed their treatment without further issue. There is no other known ill effect to the patient. There is a sample available for evaluation.